Event description:
It was reported that the user experienced suspected sensitivity to the infusion set and noted bloody infusion cannula and persistent high blood glucose while using the ilet system with a 23-inch, 6 mm infusion set, with occlusion-like delivery issues that resolved only after a full supply change and infusion set replacement. Symptoms included hyperglycemia with a blood glucose level of 379 mg/dl. Outcomes included the need for troubleshooting and user education with replacement of the infusion set and related supplies. Investigation included technical troubleshooting and user guidance to change the infusion set and complete a full supply change. Investigation of this case revealed that infusion delivery was likely impaired at the set site and that glucose values improved only after the supply change. It was concluded that the event was consistent with an infusion set site problem leading to hyperglycemia that was addressed through replacement and education. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.